Event description:
Anaphylactic shock - nurse. Started to use latex glove april/may, 2005. Until then, they usually used plastic gloves. On the day of the reaction, their right upper hand turned red during use. Later on, red skin and itching paraesthesia appeared and their right fingers became dull. Two hours later, their whole body turned red and felt itchy. They saw a physician and the following medications were given - polaramine 2mg, solu-cortef IV, and stronger neo-minophagen c IV. The nurse is better now, but continues taking medication.